Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7172981.

Event description:
It was reported that during a permanent implant procedure, the physician noticed that there was still part of the trial lead left in the subcutaneous tissue of the patients body. The lead fragment was removed and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50e sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the top six electrodes are separated from the distal end. Electrodes 7-16, lead body, and the proximal end of the lead was not returned. Cables were exposed at the fracture location. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicated that the cables did not break at or near the welds. It appeared that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
It was reported that during a permanent implant procedure, the physician noticed that there was still part of the trial lead left in the subcutaneous tissue of the patients body. The lead fragment was removed and the patient was doing well postoperatively.